Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe was cracked. The following information was provided by the initial reporter, translated from chinese to english: when a 5 ml syringe was used to extract the drug, a crack was found in the wall of the syringe.

Event description:
It was reported that the bd¿ syringe was cracked. The following information was provided by the initial reporter, translated from chinese to english: when a 5 ml syringe was used to extract the drug, a crack was found in the wall of the syringe.

Manufacturer narrative:
Investigation: a device history record review was completed for provided material number 301942 and lot number 2106211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation; however, the retained samples did not confirm the reported issue.